Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the reported foreign material on the probe cover could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material on the probe cover. There was no patient involvement.